Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed two openings assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and exchange with concerns of the product. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange with concerns of the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And exchange with concerns of the product. Device remains implanted.